Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit has recently been returned to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt105 adult inspiratory-heated breathing circuit stopped heating after a couple days of use. No patient consequence was reported.